Event description:
At the end of a left ventricle ablation procedure, a small pericardial effusion was observed in ice and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown.